Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the root cause could not be identified; however it is likely that the presence of shavings inside the returned device following led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the universal stopcock had multiple pieces of foreign material on the white plastic of the handle assembly. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Section h11 is being corrected with information that was inadvertently omitted from the supplemental report. The sales representative reported that there were shavings in the stop-cock. The investigation concluded that the presence of shavings inside of the device was a result of an approved rework process that was integrated into the assembly process. The model number is 75u and lot ah. All components, including the handle, luer lock, and the nut driver, were found intact. No physical damage on the external surfaces was observed. Multiple pieces of foreign material were on the white plastic of the handle assembly, a significant shaving piece was found hanging from the white plastic at the sealing ring of the handle assembly, and rust was observed on the nut driver threads and internal surface of the stopcock body.